Event description:
Reporter alleged obtaining the results of 317 mg/dl, 139 mg/dl and 127 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated the customer took 850 mg of metformin 5 minutes after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were all used, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.